Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted neurostimulator (ins) didn't work to provide them with therapeutic relief since 3-4 years ago and now they need an MRI. Patient service specialist (pss) had the pt initiate a recharge session to their ins with excellent quality. Pt noted their controller battery was at 100% and their ins battery was red (low). Pss reviewed their ins battery needed to be recharged so they could enter MRI mode. Pt noted they knew how to enter MRI mode. Pss reviewed MRI guidelines and suggest the pt recharge their ins battery fully before the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not working quite right. The patient mentioned she had an appointment with the hcp on (B)(6) 2019 but a rep was not present. The patient said her pain was a 7 or 8 prior to implant, and the pain was currently a 6 or 7. The patient said she had the pain ever since implant surgery, but she couldn't tell if it was from the surgery. The patient said probably a good week or two after healing from the surgery was when she noticed the ins was not covering her pain. The patient can feel pain in her lower back. The patient said her legs were very weak and tingly and believed her neuropathy had gotten worse. The patient said the hcp put her on lyrica and that is starting to help. The patient said she did not feel any stimulation in her back. The patient said when she lays on her back she feels stim in her right leg and buttock. The patient said the hcp wanted to do some reprogramming. A rep spoke to the patient over the phone and went over program b and c. The patient was going to try those programs for the next couple of days. A rep was going to reach out to schedule an appointment with the patient. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-aug-19. It was reported that the stimulation was not in the wrong location, but the stimulation just was not giving any noticeable pain relief. There were no further complications reported or anticipated.